Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: black box shows dates from (B)(6) 2016 - (B)(6) 2016. Bb data from date of complaint has been overwritten. Current bb shows no evidence of a "intermittent power" event. A "intermittent power" events was not duplicate during investigation. Pump powers with returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.